Event description:
It was reported that the implants on tooth location 14,16,17 were removed due to infection. Patient had inflammation, abscess, pain and pus as a consequence of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4). A3: gender: unknown / not provided d10: concomitant medical product: tsvt4b10, imp,tsv,4.1,10,mtx,mg, lot: 1279635. Tsvtb10, imp,tsv,3.7,10,mtx,mg, lot: 1279424. H6: event problem codes: patient code: 1690, 1812. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.